Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure¿detail was unknown but the surgeon said the patient was not high-risk, but she has a neurological disorder and is prone to contractures. Date and name of index surgical procedure?¿total knee arthroplasty. The diagnosis and indication for the index surgical procedure?¿unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?¿open on what tissue was the suture used?¿fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not special condition. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?¿yes were two reverse stitches performed across the incision prior to closure?¿yes what instruments were used in this procedure to handle the suture?¿yes were there any patient stress factors that precipitated the event of suture breakage post op?¿no what was being done in rehab when the suture broke?¿actually, suture was not broken. When was the re-examination/post-operative x-ray show the suture breakage?¿actually, suture was not broken. Please describe any medical/surgical intervention required for this suture event including dates and results.¿reoperation where was the break noted (termination, middle, end)?¿actually, suture was not broken. Can you describe the appearance of the stratafix suture during second procedure?¿actually, suture was not broken. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿actually, suture was not broken. What symptoms did the patient experience following the index surgical procedure? Onset date?¿feel like the suture cut other relevant patient history/concomitant medications?¿no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿during re-operation, the suture actually not broken, but the surgeon couldn't see which tissue was torn. So he said it is unknown whether stratafix symmetric was related to this event. What is the patient's current status?¿no problem lot number?¿unk corrected information: h6 medical device problem code.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m h6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What instruments were used in this procedure to handle the suture? Were there any patient stress factors that precipitated the event of suture breakage post op? What was being done in rehab when the suture broke? When was the re-examination/post-operative x-ray show the suture breakage? Please describe any medical/surgical intervention required for this suture event including dates and results. Where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and a barbed suture was used. Half a year after the procedure, the barbed suture was broken during rehabilitation and dislocated. There were plans for re-operation to be performed next week. It was reported the surgeon would check the suture breakage during the re-operation. Additional information was requested.